Manufacturer narrative:
The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person because it renders the device unusable. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
Facility reported to the sales rep that when the cap was removed from the accucath, the catheter remained stuck in the cap. It was not used on the patient. This file addresses the second device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1051 showed three other similar product complaints from this lot number. Device, not yet returned.

Event description:
Facility reported to the sales rep that when the cap was removed from the accucath, the catheter remained stuck in the cap. It was not used on the patient. This file addresses the second device.